Event description:
It was reported that an asymptomatic patient presented in clinic for device check after receiving a vibratory alert. During device interrogation the device was found to be in back up vvi mode. A device download was performed successfully. The patient was asymptomatic before, during, and after device interrogation and monitoring will continue.